Manufacturer narrative:
H.6. Investigation: one sealed 31g x 6mm pen needle sample from lot. No. 0196714 was returned in an empty and open 32g x 4mm pen needle carton from lot. No. 0176860 along with four. No pen needle samples from lot. No. 0176860 were returned. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. A full review of the manufacturing time lines was carried out and this cannot be confirmed to be manufacturing related. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the needles from material# 320738 were found in the polybag of bd micro fine plus¿ insulin pen needles. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about incorrect packaging. According to the customer's report, cat #320738 was placed in one polybag of cat #320136."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needles from material# 320738 were found in the polybag of bd micro fine plus¿ insulin pen needles. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about incorrect packaging. According to the customer's report, cat #320738 was placed in one polybag of cat #320136."